Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening device on the valve bond edge side assessed as unidentified (tear) opening. Additional observations: crease, wear abrasion and white particles in device inner surface are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.